Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch and no irrigation occurred. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator, and an ablation cycle was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf applications, power delivery should be interrupted. Recheck the irrigation system prior to restarting rf application. Flush the catheter and the tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch and no irrigation occurred. It was reported that during the third ablation, they had a huge increase in temperature during ablation, going above 50 celsius. They disconnected and reconnected and no change. They replaced the cable with a new one and there was no change. There was no char on the catheter; however, there was no irrigation. They tried to flush with a syringe; however, it was ¿impossible¿. A new catheter solved the issue. The surgery was delayed by five minutes. There was no adverse patient consequence. Additional information indicated that the temperature cut-off value was exceeded, and the system stopped the ablation when the cut-off value was exceeded. The system continued to ablate for a fraction of a second above temperature cut off value. Generator parameters: power control, 50°c cut off. The suspected device for the reported flow/irrigation issue is the catheter. The device was used in the patient. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation.